Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 400cc on the left side, and 350cc on the right side, silicone breast implants which patient noticed shape change, and a feeling of being not as full bilaterally. Can feel a small fold when she bends over line a ripple in the left implant. The don't sit as high as they use to and seem to have pulled away from her chest wall. No pain or discomfort. Significant neck and shoulder pain, she thinks was cause from the weight of the implants pulling down on her pectoral muscle. More breast skin on right breast. Has had to change bra size to find a better fit. Feeling fatigue and brain fog. These occurred after implantation. The issue has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).